Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer on how to clean out the aia-600ii system. The aia-600ii instrument is operational and no further action is required by field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-600ii operator's manual under section 9 maintenance is as follows: maintenance is essential to the reliable performance of the aia-600 ii. Proper maintenance is one of the most important aspects of a complete quality assurance program. Completing the required maintenance procedures, minimizes down time, provides records for inspection and accreditation, provides assistance in the definition and isolation of problems, and maintains optimal instrument and assay performance. 9.1 daily maintenance, 9.2 weekly maintenance, 9.3 monthly maintenance, 9.4 as needed maintenance. The most probable cause for the low recovery on the e2 was the aia-600ii needed to be flushed to clean out the system.

Event description:
On (B)(6) 2017, a customer reported the bio rad on the quality control for the e2 reproductive hormone was recovering low on the aia-600ii instrument. The customer was unaware if they ever performed a maintenance based on the decontamination procedure. Technical support advised the customer to decontaminate the system then to recalibrate. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of control results for e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Correction: updated approximate age of device, device mfg date.